Event description:
It was reported that the pump is alarming no disposable- clamp tubing. Silenced, reviewed settings and powered the pump off. Patient not affected. No additional information available

Manufacturer narrative:
Correction: event problem patient code: 4582-no clinical signs, symptoms or conditions c106106.